Manufacturer narrative:
(B)(4).

Event description:
A patient alert was received due to increased impedance. The lead was observed using fluoroscopy and was noted to be in the correct implanted position. The device was explanted and replaced and the patient was stable.

Manufacturer narrative:
The device was returned and analyzed. Bench testing was performed and the device was normal. Longevity calculations showed the battery depletion was normal.